Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that an (B)(6) male patient had some wounds on his shoulders from where the garment rubbed against him. The patient's nurse applied a cream to the wounds. The patient applied lotion to the affected area. Follow-up indicated that the wounds had healed.